Event description:
It was reported that before a loop recorder implant, the device was interrogated. It was noted that the battery gauge was almost completely depleted. A new device was used instead. There were no patient complications.

Manufacturer narrative:
Interrogation of the device revealed it was at beginning of life (bol) when received. Device was exposed to below freezing temperature before implant. Exposure of the device to freezing temperature can result in a temporary low battery voltage measurement, which will result in a low remaining battery capacity displayed at time of implant or shortly after implant. The device was tested on the bench and no anomalies were found.